Event description:
Revision surgery performed due to acetabular loosening.

Event description:
It was reported that revision surgery was performed due to fluid collection and tissue reaction to metal. Primary surgery in 2000.